Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated/corrected: b4; b5; g3; h2; h11. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. A corrected report will be filed under MFR number 3007963827. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. A corrected report will be filed under MFR number 3007963827.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. On an unknown timeframe post-implantation, the patient began to experience stiffness and pain. Subsequently, the patient underwent revision surgery to exchange the polyethylene bearing for a smaller size and implant a patella component. Due diligence is in progress for this event; to date no additional information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: unknown persona femoral component: catalog#ni, lot#ni; unknown persona tibial tray: catalog#ni, lot#ni g2: foreign: italy. The product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.